Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Screenshot of the gas path test shows that the safety valve is leaking 3.9l/min. Technical support advised customer that problem is only the oxygen safety valve. After replacing the oxygen safety valve, the logs were received and the issue was resolved.

Event description:
The customer reported alarms - battery failure, fan failure are active and alarm no oxygen dosing possible was always showing up together with oxygen supply fail - no oxygen dosing possible during a running ventilation. There is no information provided regarding patient involvement associated in this event.